Manufacturer narrative:
The field service engineer determined a leakage in a rinse tubing and replaced it. The gear pump pressure and reaction cell levels were checked, a probe was adjusted, the reaction cells and lamp were replaced, photometer check and reaction cell blanks were performed. Calibration and quality controls were performed and were within specifications. Reagent issues were excluded as the correct repeat results were received with the same reagent. The investigation determined the event was due to a maintenance issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the calcium or albumin assay on a cobas 8000 c 702 module. Patient sample 1, tested with calcium: the sample initially resulted in a calcium value of 1.738 mmol/l. The sample was repeated on a second module, resulting in a value of 2.423 mmol/l. This result was deemed correct. Patient sample 2, tested with albumin: the sample initially resulted in an albumin value of 103.18 g/l. The sample was repeated on a second module, resulting in an albumin value of 46.45 g/l. This result was deemed correct. No questionable result was reported outside of the laboratory. The calcium and albumin reagent lots and expiration dates were requested but not provided.